Event description:
Alleged the bed is drifting into the trend position.

Manufacturer narrative:
Hill-rom technical support advised the facilities biomedical technician to investigate the trend gas spring cylinders on the bed, and gave him a replacement part number. Hill-rom attempted to contact, and left messages for the facilities biomedical technician to follow-up. No calls were returned.